Event description:
It was reported that the pulse generator exhibited noise reversion episodes. The noise episodes were triggered after atrial pacing. The patient has since deceased due to multi morbidity. The physician alleged that the death was not device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.